Event description:
Surgery was being performed, lt wrist ulnar shortening osteotomy, when the saggital saw from the tps set feel apart spilling metal pieces over the surgical area. Wound was flushed copiously with saline pulse lavage and x-ray at end of procedure, cleared by md of any debris.